Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and the high voltage cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a generator error nad after rebooting, displayed generator and precharge voltage errors. The system automatically shuts down when this occurs. There was no pt injury or death reported.